Event description:
It was reported that during an appendectomy procedure, the tissue pad was detached off. Error 5 was also displayed. The doctor commented that no pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.